Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
After finishing an atrial fibrillation (afib) ablation with webster catheter, the patient experienced pericardial effusion treated with pericardiocentesis and overnight stay in intensive care unit (ICU) for monitoring. It was reported that a patient had a pericardial effusion, and the physician was not able to "nail it down to one thing". The possibilities were effusion after coronary sinus (cs), using the soundstar catheter to go left sided into the left atrium, or farapulse itself. They were not sure between the three what it could have been. The caller stated that after finishing the ablation they used intracardiac echocardiography (ice) to compare pre and post and that is when they noticed the pericardial effusion. It was confirmed on ultrasound and fluoroscopy. Pericardiocentesis was performed and they are staying overnight in the ICU for monitoring and are doing well so far. The soundstar catheter, webster catheter, and octaray catheter were in use during the case. Carto 3 and farapulse pfa system were used during the procedure. Additional information was received on 04-sep-2025. The physician¿s opinion on the cause of this adverse event was possible perforation through the cs, with transseptal, or with farawave catheter in left atrium (la). Physician unsure. The outcome of the adverse event was fully recovered (no residual effects). The patient went home the next morning after overnight stay in ICU. The patient did not require cardiac surgery. The procedural act was 350. Three (3) catheter exchanges occurred during the procedure. The number of performed ablations were 48 with pfa energy. There were 44 ablations performed within the pulmonary veins and 4 outside the pulmonary veins. There were 2 transseptal puncture sites were performed during the procedure, and the transseptal punctures were performed with baylis. Prior to noting the pericardial effusion, ablation was performed. No evidence of steam pop. Unsure when the event occurred; however, it was noticed post ablation. The flow setting for irrigation catheter used was qdot. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. Additional information was received on 09-sep-2025 correcting that no ngen or qdot were used for this case. Reported in error. Only the farapulse and pfa system was used to deliver energy.